Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 due to pain. As per the reporter, x-ray images revealed that the nail was broken.